Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced diaphragm stimulation as a result of the left ventricular (lv) lead being dislodged. The device was reprogrammed to right ventricular therapy only until the revision procedure could be performed. The lv lead was explanted and replaced. No adverse patient effects were reported.